Event description:
It was reported there was an infection at the lead site/pocket. A culture was taken, but the organism was unknown. It was unknown if antibiotic treatment was necessary. In addition, the lead was frayed at the boot nipple. It looked to be a suture around the lead. The lead was explanted. Information received the following day noted that perioperative antibiotics were administered and it was unknown if the patient had meningitis. Red skin and puss when opening the pocket were noted. The outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jyxy, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_perc_extension, lot# unknown, product type: extension. (B)(4). Analysis of the tined lead found the outer insulation was separated from butt joint at connector sleeve #0. All conductor wires were stretched and crushed at the proximal end. Continuity was acceptable from the cut end of the lead to the cut end of the extension. There were shorts across circuits 0, 2, and 3. Analysis of the percutaneous extension found no significant anomaly. The extension body was cut through and the product was segmented.

Event description:
Additional information received reported the onset/diagnosis of the infection was (B)(6) 2014 and the infection/cellulitis was found when they were going to place the full implant. The organism cultured was a staphylococcus aureus. It was noted the patient did not have meningitis. In addition to removing the lead, oral antibiotics were administered and the infection resolved. It was also indicated that a risk factor that the patient had prior to implant was diabetes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the infection started after the trial after they were going to do the second half of the procedure when they were going to do the permanent implant. They couldn¿t do the permanent implant and the trial was done in (B)(6) 2014. The first half of the trial was good but the patient had an infection during the second half. It was unknown when it started and the patient thought it had to be right after the bandages a couple days. The patient thought they scratched it and their back hurt because they had back surgery and also had fibromyalgia. The patient had no new problems and now everything was working fine.